Event description:
A patient contact reported to fresenius this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized following symptoms from hyperglycemia. The patient began to have symptoms (exact symptoms unknown) during a ccpd treatment on the liberty select cycler at home; however, it was affirmed the patient¿s symptoms were related to the hyperglycemic event and unrelated to the pd treatment or use of any fresenius product(s) or device(s). The patient was diagnosed with diabetes mellitus type 2 (dm2) while hospitalized. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home. It was confirmed the patient¿s hyperglycemia from an initial dm2 diagnosis, the resulting symptoms and the associated hospitalization were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event and continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Clinical investigation: it was confirmed that the patient¿s hyperglycemia from an initial dm2 diagnosis, the resulting symptoms and the associated hospitalization were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovered from this event and continues ccpd therapy on the same liberty select cycler at home post-discharge. Based on the available information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient contact reported to fresenius this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized following symptoms from hyperglycemia. The patient began to have symptoms (exact symptoms unknown) during a ccpd treatment on the liberty select cycler at home; however, it was affirmed the patient¿s symptoms were related to the hyperglycemic event and unrelated to the pd treatment or use of any fresenius product(s) or device(s). The patient was diagnosed with diabetes mellitus type 2 (dm2) while hospitalized. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home. It was confirmed the patient¿s hyperglycemia from an initial dm2 diagnosis, the resulting symptoms and the associated hospitalization were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event and continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.